Manufacturer narrative:
Good faith efforts (gfes) could not confirm sound; however, there was a speaker inop. Present, the speaker was defective. The philips remote service engineer (rse) provided the customer with a quote for onsite service for a standard exchange. The quote expired and the work order was closed. If additional information is received the complaint file will be reopened.

Event description:
It was reported the speaker was not working. Sound was unknown to be present. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.